Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system turned off. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.